Event description:
A malfunction code was reported by the caller, indicating an issue with the tandem pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.